Manufacturer narrative:
UDI: (B)(4). Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive device was received with missing parts and a separated coupling head pre-assembled. It was determined that the missing parts were between the electronic control unit (ecu), cylinder-pin, ball part and the spring part. During the investigation it was determined that no specific part was defective, the gluing connection between the coupling head pre-assembled and the gear sleeve had failed. It was observed that the thread connection was held in place by a torque of 20nm and secured with loctite. There was also glue residues visible on both sides. The cylinder-pin that held the coupling head pre-assembled in position was missing. However, the two blind holes for the pin did not show any signs of abnormal applied side force. It was determined that due to the issue, improper handling was excluded. It was further determined that the device failed pretest for general condition, check the attachment coupling, and check off/oscillation/on switch mode function. It was noted in the service order that during an unspecified surgical procedure, it was discovered that after using the device for an hour, the saw blade adapter was placed, and the adapter anchor and the speed regulator trigger were used and removed. It was further reported that the adapter was screwed; however, when it was tested it disengaged. It was reported the surgeon had to wait to change the device because it did not work. There was a fifteen to twenty-minute delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.